Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 28-sept-2022: the fenestrated bipolar forceps instrument conductor wire insulation damage was observed after reprocessing. The instrument was inspected prior to use with no issue. It was unknown if the instrument collided with any other instrument or tool during the procedure. No arcing was observed. There was no patient injury. The procedure was completed robotically.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had scratches on the conductor wire insulation. There was no report of patient involvement. Follow-up attempts have been performed to request additional information from the customer concerning the reported event. No further details have been obtained as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. Failure analysis found the primary failure of damaged conductor wire insulation to be related to the customer reported complaint. The insulation did not exhibit thermal damage. The insulation material was lifted; however, no pieces were missing. The conductor wire was slightly exposed; however, no wires were physically damaged. The instrument passed the electrical continuity test. The root cause of the damaged conductor insulation was attributed to mishandling or misuse, commonly caused by collision with another instrument or sharp object. A review of the device logs for the fenestrated bipolar forceps (part# 471205-17/ lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on 19-aug-2022 via system sk4396. There were 10 uses remaining after this last usage. A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae) prior to the instrument being returned. The following additional information was provided: it looks like the conductor wire insulation is damaged. There does not appear to be any exposed wire but it is a little difficult to tell so the instrument would need to be returned to be certain. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.